Event description:
Our pacu rn noticed the programmed amount in the hospira sapphire pca pump, was not displaying correctly. She reprogrammed the pump and noticed the conversion from mg to ml did not convert accurately again. Our pharmacy was contacted and the medication dictionary was assessed to be sure it was not medication dictionary issue. The hospital customer service was contacted since a new software upgrade was done (B)(6) 2017. The customer service rep at (B)(4) was able to verify the software is not functioning properly. We checked three other pumps iun our fleet and the same problem occurred.